Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) post-sense and that it began to occur after the patient underwent thoracotomy/diaphragmatic adhesion surgery. It was additionally reported that there were small r-waves. The lead remains in use. No patient complications have been reported as a result of this event.